Event description:
According to the reporter, during a laparoscopic bowel resection, the surgeon complained of the jaws being difficult to open and close. The jaws were partially opened. The surgeon also felt the blade was not retracting as smoothly as it should. The device was applied to tissue at the time, the jaws were not stuck, the surgeon felt the jaws were not opening and closing as smoothly as they should. There was no blood loss. The issue occurred 5 minutes into the surgery when this happened. The device was not clean at all as case just started. It occurred in tissue which the instrument was used on. The knife blade did not protrude beyond the edge of the jaws. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.